Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated in juarez laboratory. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. The hand control button sheath is impregnated with dry saline deposits. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were activated for 1 minute each, no error was displayed on the generator. The electrode was sent to the manufacturer for further analysis. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was returned in its original packaging, the active tip is in a used condition with signs of debris around the active tip, the cut return cap and ceramic have several scratches, device handswitching buttons visually undamaged. The rubber boot was removed to allow inspection of the buttons which showed evidence of residue likely caused by saline entering the rubber switch boot around the pcb track. The device passed initial electrical checks. During activation intermittent activation was noted on two buttons, however no ¿stuck¿ button error could be replicated. A DHR review has been performed for lot u2211035; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no initial containment/correction action related to the individual complaint is recommended. Based on the results of the functional test and the device was not working as normally, this complaint can be confirmed. Intermittent activation was noted on two buttons (ablate - button no 1 & coag - button no 2). The root cause of the fault seen during testing is saline ingress which has caused deterioration to the base of switch button 1 & 2 which has affected the performance of the buttons. This ingress of saline through the switch boot failure mode has already been further investigated by the supplier. This type of failure can occur by design since the switch boot is not hermitically sealed. This product issue is already being addressed by the supplier. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Vapr tripolar electrode from de puy/synthes this error occurred it was reported by the sales rep in germany that during an unknown procedure on (B)(6) 2023, it was observed that the vapr tripolar90 suction electrode device emitted continuous energy although the control buttons were not pressed. According to the report, the event occurred after about 20-30 minutes of operating time. It was further reported that an error message "coagulation stuck" appeared on the generator, and a red light came on in the upper right corner. It was reported that the function of the device could only be interrupted by quickly removing it from the situs and reconnecting it with the generator. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.